Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was able to be confirmed. The modular cable (lot number: 7636295) was not returned for analysis; however, log files were submitted for review. A review of the submitted log file showed events spanning approximately 9 days (09dec2020, 01jan2000, 23mar2021, 28sep2022 ¿ 30sep2022, 09oct2022, 17jan2023, 22dec2023 per timestamp). Events captured on 09dec2020 are consistent with manufacturing testing. Events captured on 01jan2000 took place when the clock was not set. The driveline was connected on 22dec2023 at 19:19:11. Driveline power faults alarms due to pwr_a_broken faults were active from 19:19:32 ¿ 20:36:27. The alarms did not clear in the log file. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. It was reported that a controller exchange occurred on 22dec2023 from hsc-(B)(6) to hsc-(B)(6) in attempts to resolve the driveline faults alarms. The alarms did not clear. A second controller exchange occurred along with the modular cable per procedure on (B)(6) 2023. The alarms resolved, indicating the cause of the alarm was related to the modular cable.bmultiple good faith effort attempts were made asking if products will be returning; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: hsc-(B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) rev. C) explains how to how to view the backup battery information on system monitor, including the manufacture date and the number of months until the backup battery needs to be replaced. Section 2 ¿system operations¿ under ¿system controller backup battery power¿ informs the user that the backup battery has a limited lifespan of 36 months from the manufacture date. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency department (ed) from home after experiencing a sustained driveline electrical fault alarm while stationary and at rest. The patient and caregiver elected on their own to exchange the system controller at home. The driveline electrical fault reoccurred immediately on the backup controller, at which time they came to the ed. The patient had areas of insulation damage on the patient side of the driveline that had been covered with rescue tape previously. The modular cable appeared intact. Gentle manipulation of the driveline did not change the alarm status. Log files from both controllers confirmed the reported driveline power (a) fault alarms. The most recent data from the current controller appeared to indicate the alarm may have temporarily resolved with power line a values only slightly below normal. The patient's controller and modular cable were exchanged on (B)(6) 2023. No further driveline fault alarms were noted after the exchanges. System controller MFR # 2916596-2024-00133

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.